Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulties charging the pump. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, there was no failure related to the battery not charging allegation identified. No failure related to the reported occlusion alarm was identified. A failure was identified related to the battery depleting rapidly/battery fluctuating allegations.

Manufacturer narrative:
B5, h6

Event description:
Additionally, it was reported that the battery gauge was intermittently incorrectly displayed.